Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 sn (B)(4) intended for use in treatment was returned. The reported problem was confirmed. The wiper is missing from the crown of the drill attachment. Although the reported problem was visually confirmed a functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was lack of epoxy applied during manufacturing. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a cori assisted tka surgery the ri robotic drill attachment's internal housing appears to be missing. When they swapped the attachment and recalibrated, they successfully completed the procedure with a minimal delay (fewer than 30 minutes). No patient injuries and no other complications were reported.